Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis.the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.